Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for two or more high rate non sustained episodes and sensing integrity counter (sic). It was also reported that rv lead warning triggered for oversensing-noise. Additionally, the rv lead exhibited confirmed low voltage fracture, high thresholds, t-wave oversensing (twos) and oversensing showing noise resulting in inappropriate shocks and false detection. The rv lead remains implanted and partially used on the defibrillation side. A new pace/sense rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2005; 419678 lead implanted: (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.